Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked at the adapter connection during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Received one iag 22ga unit consisting of a catheter-adapter assembly, no packaging material was received. A complaint and device history check could not be performed since the number associated with this incident is unknown. Leakage in this case happened due to wrinkled tubing caused from flaring process during manufacturing. The wrinkled tubing can result from; misalignment of the flare station. When the flare station isn¿t properly aligned, it can pull the tube down onto the swage pin causing a hole in the tubing above the wedge. The flare blocks being worn down from regular wear and tear during the manufacturing process; this results in tears to the tubing. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that bd insyte autoguard shielded IV catheter leaked at the adapter connection during use. No serious injury or medical intervention was reported.